Manufacturer narrative:
Follow-up #1 date of submission 12/18/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 12/04/2015 with the following findings: during testing, the pump successfully passed the ez prime steps. No motor noised occurred during the investigation. The pump cover was opened and no damage was found to the motor assembly. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (motor issue) issue. Reportedly, the pump did not load to the amount showed in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.